Manufacturer narrative:
Title: transcarotid arterial revascularization adoption should not be hindered by a concern for a long learning curve. Author: abdullah a alfawaz, md, matthew j rossi, md, misaki m kiguchi, md, raghuveer vallabhaneni, md, javairiah fatima, md, steven d abramowitz, md, edward y woo, md. Journal: annals of vascular surgery year: 2021 volume 78, p 45-51. Doi: https://doi.org/10.1016/j.avsg.2021.05.068. Age: average age/sex: majority gender. Date of event: date of publication. Lot number and unique identifier (UDI) number: not available. Reporter name and address, health professional and occupation were left blank as the information was collected through an internal literature review process. If additional information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a retrospective review of prospectively collected peri-procedural variables and post-operative outcomes of 187 tcar procedures performed in a tertiary health care system (medstar washington hospital center) between 2016-2020. Peri-operative stroke, myocardial infarction (ml), and death rates during admission, 30-days, 6 months and 1-year post operatively were collected by the authors. One-hundred and eighty-seven tcars were performed by fourteen surgeons. One hundred and twenty-two (65%) were male, 59 (32%) were older than 75 years, and 83 (44%) were symptomatic. The most common indications were high-lesions in 87 patients (47%) and recurrent stenosis after cea in 37 patients (20%). There were no peri-procedural ipsilateral strokes,mis, or deaths. It was reported that one patient had an iatrogenic common carotid artery dissection secondary to sheath access in the patient cohort. The patient had a weak common carotid artery (cca) pulse distal to the arteriotomy closure site after sheath removal, requiring a longitudinal arteriotomy, tacking of the dissected segment, and patch angioplasty closure of the artery. The event of dissection was addressed intra-operatively without sequelae.